Manufacturer narrative:
E1: facility name (B)(6). H3: neither samples nor pictures were received for the analysis of this complaint. No device history record was reviewed since lot number was not provided. Without the return of the used samples a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. If the product is returned the complaint for further investigation.

Event description:
It was reported that the device had an unknown alarm. Per patient, the pump would beep and alarm without moving at all. The patient would give it a firm rap on the table, and it would stop. The continuous infusion rate was 1.6 ml/hr; the total reservoir volume was started at 75 ml, and 74.6 ml was given. The air detector was off, as was the upstream sensor. The length of infusion was 46 hours, and the lock level was ll2. A cstd (closed system transfer device) was used to fill the cassette. The pump was used to prime the extension tubing. Per reporter, the event occurred while in use with a patient at the patient¿s home. No patient harm/adverse event reported.